Event description:
A hospital in (B)(6) reported that during a procedure, the trial spacer became cross-threaded onto the trial insertion handle. The surgeon hammered the trial into the patient and then the trial was stuck and the threaded tip of the implant holder broke off. The surgeon distracted the patient to remove the trial spacer and proceeded with the correct size implant to complete the procedure. This report is # 2 of 2 for the same event.

Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.